Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('noted were both tubes with spiral wire, penetrating out of right tube.') In a (B)(6) year old female patient who had essure (batch no. A66684, b21582) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "second hsg can't confirm occlusion due to contrast media leaking out of the uterus". The patient's medical history included cervix inflammation, adenomyosis, uterine bleeding and pelvic pain female. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced ovarian cyst ("cyst on right ovary"), 9 months 12 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("having a little pain/ pelvic pain") and abdominal distension ("stomach looks like she is 3 months pregnant") and was found to have weight increased ("she has gained 20 lbs"). The patient was treated with surgery (laparoscopy assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, weight increased, ovarian cyst and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, ovarian cyst, pelvic pain and weight increased with essure. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: left side: 5 trailing coils, 4 trailing coils right side. Concerning the injuries reported in this case, the following reported from patient¿s medical record: fallopian tube perforation. Most recent follow-up information incorporated above includes: on 29-dec-2020: mr received: case category upgraded to serious incident. Event: 'both tubes with spiral wire, penetrating out of the right tube' , lot number, medical history, removal date, reporter information added. Event pt pain updated to pelvic pain female. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('noted were both tubes with spiral wire, penetrating out of right tube.') In a 35-year-old female patient who had essure (batch no. A66684, b21582) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "second hsg can't confirm occlusion due to contrast media leaking out of the uterus". The patient's medical history included cervix inflammation, adenomyosis, uterine bleeding and pelvic pain female. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced ovarian cyst ("cyst on right ovary"), 9 months 12 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("having a little pain/ pelvic pain") and abdominal distension ("stomach looks like she is 3 months pregnant") and was found to have weight increased ("she has gained 20 lbs"). The patient was treated with surgery (laparoscopy assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal distension, weight increased and ovarian cyst outcome was unknown. The reporter provided no causality assessment for abdominal distension, ovarian cyst, pelvic pain and weight increased with essure. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: left side: 5 trailing coils, 4 trailing coils right side. Concerning the injuries reported in this case, the following reported from patient¿s medical record: fallopian tube perforation. Lot number: a66684 manufacture date: 2012-11 expiration date: 2015-11. Lot number: b21582 manufacture date: 2013-04 expiration date: 2016-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.